Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube experienced the rubber stopper remaining in the tube during use. The following information was provided by the initial reporter: when centrifuged tube was brought to decapper, the tube coloured cap was removed, but the stopper stayed on. Complaint, that stopper and cap was not removed from tube.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube experienced the rubber stopper remaining in the tube during use. The following information was provided by the initial reporter: when centrifuged tube was brought to decapper, the tube coloured cap was removed, but the stopper stayed on. Complaint, that stopper and cap was not removed from tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for closure separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.